Event description:
It was reported that once the preloaded intraocular lens (iol) was implanted into the eye, the surgeon noticed that several filaments were present on the surface of the implant's optic. By cleaning the eye, the filaments disappeared. Account indicated that the filaments were aspirated along with the viscoelastic. It was the same operating protocol as usual and the patient is fully recovered. No further detail was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.